Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was not sure of the cause, however, he did shut the device off on 9/6 before a cat scan. When patient went to turn it back on after the scan, they could not get it to start. A manufacturer representative reset the device on 10 am on friday, september 20th. The issue was resolved. Patient did not provide the weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that por was seen. Patient reported seeing warning por message when trying to turn his neurostimulator (ins) back on after turning it off for a CT scan. Por code could not be cleared. No symptoms reported. No further complications were reported/anticipated.